Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durom hip generic. The date of implantation was not provided. Due to unk reasons his client is currently being monitored. No other info was received for this complaint.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored for unk reasons. Should add'l info become available an amended medical device report will be submitted. (B)(4).